Event description:
It was reported by service report that the brakes could not be engaged on either side due to jammed pedals on both sides. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: brake crank assembly.